Event description:
It was reported that a catheter associated urinary tract infection was experienced by the patient. Additional information requested but not yet received.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.